Event description:
Boston scientific received information that during the implant procedure, this left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pace lead impedance measurements greater than 2,000 ohms in true bipolar configuration. The measurement, however, dropped to 1,100 ohms when in extended bipolar configuration. A local field representative reported that the lead was removed and then re-inserted into the device header but the out of range measurement continued to be observed. Boston scientific technical services (ts) suspected an anomaly in the lead's ring electrode. Subsequently, the physician elected to keep the lead and program in extended bipolar. Additionally, it was reported that lead testing on a pacing system analyzer (psa) did not reveal any out of range measurements. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.